Event description:
It was reported that there was high and variable impedance on the right ventricular (rv) lead, as well as noise. Fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.